Event description:
A user facility clinic manager (cm) reported a nurse was going to administer medication via the venous medication port at venous chamber. The clamp was closed but was positioned over the hard plastic portion of the connector. Thus, the med line was not clamped. A small blood spill of approximately 30cc occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hemostat clamp was replaced on the line to prevent any additional issues and the lines and machine were cleaned. The machine was to be removed from service for venous chamber door hinge cleaning. The implicated lot number unavailable as the packaging was discarded. Sample was no longer available to be returned for evaluation. The patient was able to resume and complete the remaining treatment. Upon follow-up, the clinic manager (cm) confirmed a blood leak was noted from the med line. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. The cm stated it was unknown if the blood leak was attributed to user error. Per cm the nurse immediately stopped treatment and replaced the hemostat clamp to stop the blood leak. The cm confirmed the patient's blood was successfully returned and there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment following the event and after re-setting up supplies on a different machine. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility clinic manager (cm) reported a nurse was going to administer medication via the venous medication port at venous chamber. The clamp was closed but was positioned over the hard plastic portion of the connector. Thus, the med line was not clamped. A small blood spill of approximately 30cc occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hemostat clamp was replaced on the line to prevent any additional issues and the lines and machine were cleaned. The machine was to be removed from service for venous chamber door hinge cleaning. The implicated lot number unavailable as the packaging was discarded. Sample was no longer available to be returned for evaluation. The patient was able to resume and complete the remaining treatment. Upon follow-up, the clinic manager (cm) confirmed a blood leak was noted from the med line. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. The cm stated it was unknown if the blood leak was attributed to user error. Per cm the nurse immediately stopped treatment and replaced the hemostat clamp to stop the blood leak. The cm confirmed the patient's blood was successfully returned and there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment following the event and after re-setting up supplies on a different machine. The sample was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Correction: h6 health effect - clinical code.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a nurse was going to administer medication via the venous medication port at venous chamber. The clamp was closed but was positioned over the hard plastic portion of the connector. Thus, the med line was not clamped. A small blood spill of approximately 30cc occurred. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The hemostat clamp was replaced on the line to prevent any additional issues and the lines and machine were cleaned. The machine was to be removed from service for venous chamber door hinge cleaning. The implicated lot number unavailable as the packaging was discarded. Sample was no longer available to be returned for evaluation. The patient was able to resume and complete the remaining treatment. Upon follow-up, the clinic manager (cm) confirmed a blood leak was noted from the med line. There were no machine alarms during the treatment. There was no visible damage identified. There were no leaks noted during the priming, and no irregularities were noted on the combi set. The cm stated it was unknown if the blood leak was attributed to user error. Per cm the nurse immediately stopped treatment and replaced the hemostat clamp to stop the blood leak. The cm confirmed the patient's blood was successfully returned and there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment following the event and after re-setting up supplies on a different machine. The sample was discarded and was no longer available to be returned for evaluation.